Manufacturer narrative:
Device was not available for evaluation. Internal investigation included reviewing the reported incident information and catheter material inspection records for materials that were possibly used in the device event. The investigation indicated no evidence of manufacturing related issues that would have contributed to the event.

Event description:
It was reported that during re-positioning of the umbilical catheter, an 11cm portion broke. The catheter portion became lodged near the vertebral artery. The patient was taken to interventional radiology (ir) to retrieve the catheter. The patient expired on (B)(6) 2024.